Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, in-stent thrombosis occurred. Prior to the index procedure, the pt presented with chest pain. EKG and angiography revealed myocardial infarction (mi) and a proximal left anterior descending (lad) artery lesion. A taxus express2 paclitaxel-eluting coronary stent 3.00x20mm was implanted in the lad. The pt was instructed to and did take plavix for at least six months post-procedure. Approximately eleven months post-procedure, the pt suffered a myocardial infarction (mi) reportedly due to in-stent thrombosis of the proximal lad at the previously placed taxus stent. The pt underwent thrombectomy of the lad thrombosis and additional stenting to treat the event. No further pt complications have been reported as a result of this event.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant info received, a supplemental medwatch will be filed.